Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio which was reproduced. The evaluation found the back flex to have failed causing a no audio condition. The rear case (including back flex) was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio output. It was also reported there was no patient injury.